Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported by the customer's wife that they were experiencing high and low blood glucose levels between 40 mg/dl and 000 mg/dl. Customer stated they were exercising and overcorrected their bolus amounts. Customer's blood glucose level was 20 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).